Event description:
It was reported that during a balloon angioplasty procedure, a balloon inflation issue occurred. The lesion was located in superficial femoral artery (sfa). During the first inflation to rated burst pressure of the 5.0x200mm mustang balloon in a previously placed stent, the physician noted that the balloon length elongated upon inflation, making the distal end of the balloon further distal than the intended position. The procedure was completed with this device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).